Manufacturer narrative:
Preliminary risk analysis indicates: severity: 3 (critical). The complaint behavior may potentially result in a serious injury as a treatment session that is not recorded in the ois may cause an overtreatment of the pt. Case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 1 (negligible). Reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore negligible). Probability: c (remote). Reason: probably will not occur for more than one fraction. Cae 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. No other products are concerned.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. This event was rec'd as not being safety relevant. Upon subsequent review on (B) (4), 2010, it was determined that the event was safety relevant and was determined to be reportable. The event is described as follows: a record storage failure had occurred. Date: (B) (6) 2009 14:25:34, there was a treatment with a started record storage error that was found in the rtt online event log only. Corrective action is pending final investigation. No info was reported that suggests that a mistreatment or serious injury has occurred. Preliminary risk assessment is documented.